Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed noise. Electro-magnetic interference (emi) was suspected. No intervention was performed. The patient was in stable condition.